Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device ceased up and could not rotate. It was further observed that the device was frozen/would not move and did not function. It was further determined that the device failed pretest for check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that the device was working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. (B)(4).